Manufacturer narrative:
Concomitant medical product: model: ddmb1d1, ICD; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to a recent therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed "possible occasional undersensed ventricular beat in stored egm." The lead remains in use. No patient complications have been reported as a result of this event.